Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Visual examination revealed separation of the inflation balloon from the crimp balloon proximal to the bond due to the crimp balloon, kinks on flex shaft at the flex tip, buckling/compression at flex tip to flex shaft junction and flex tip damaged (most-likely from the valve). No other abnormalities were observed. No functional testing was performed due to the condition of the returned devices (material separation on the crimp balloon, kinks, and damage on flex tip). The dimensional inspection of the crimp balloon revealed that the wall thickness was within specification, and the bond in this location intact. The area distal to the separation could not be measured as that area consists of the bond area and inflation balloon. During manufacturing, the balloons undergo multiple 100% inspections and verifications. These inspections performed support that is unlikely that a manufacturing non-conformance was the source of the complaint. The complaint was confirmed for torn balloon. Per the complaint description, it was reported that the patient had severe elongated vessels and that ¿high push force was required to get the delivery system out of the sheath as the vessel had a severe kink towards the end of the sheath.¿ this indicates that patient tortuosity had a significant impact and may have resulted in increased force and handling/manipulation of the device, which subsequently contributed to kinking of the flex shaft, buckling/compression of the flex tip to flex shaft junction, and separation of the crimp balloon to inflation balloon. Additionally, the complaint states that ¿according to the doctor the event is not related to a device problem, but related to the patient¿s vessel situation.¿ the flex tip may provide evidence of this occurrence. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval. Engineering studies relating to balloon tears were performed to confirm these conditions and engineering was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. The complaint was unable to be confirmed for difficulty with valve alignment. A definitive root cause was unable to be determined, available information supports that procedural factors (delivery system withdrawal through damaged sheath) contributed to the reported complaint. No manufacturing nonconformance or labeling/IFU inadequacies were identified. Due to the high criticality level for this failure mode, a product risk assessment was performed and potential actions are being considered. Review of complaint history for this trending category did not reveal that the occurrence rate exceeds march 2016 control limits for this trend category.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our german affiliate, during a transfemoral tavr procedure, the delivery system balloon leakage was noted. As reported, the patient had severely elongated vessels. There was high push forces needed to get the delivery system out of the sheath as the vessel had a severe kink towards the end of the sheath. During valve alignment resistance was noted. Before valve implantation a structure on the ventricular side of the valve was noted. The system with sheath was removed and exchanged with a new system. The valve was deployed without issues. No patient harm was reported. Per report, it appeared that the balloon tore. In addition, per physician, the event is not related to a device malfunction but related to patient factors (vessel).